Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint has been confirmed. The supplier performed this evaluation. During the evaluation, a review of quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: there was residue and debris on the sensor case. The pressure sensor appears to be undamaged. The electrical balance was out of spec-reading off scale, should be <10. A resister was changed and then the reading was 8.0. The signal was very erratic during testing. The unit failed water pattern testing-drift was =10 in 12 hours. Spec states drift must be <2 in any 2 hours, <2.5 in any 24 hours and <5 in 7 days. The ball tip of the catheter was removed and solder joints were inspected and appear good. The solder joints inside the electrical connector were inspected and appear good. The sensor resistance values met spec. Based on the above evaluation, the supplier was able to confirm the complaint. Extensive testing did not reveal the exact cause of the failure. Because this appears to be an isolated incident at this time, no further investigation or corrective action is anticipated. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that the microsensor did not zero. It worked for about 5 hours then the cable went to -99 and then went to zero but would not be zeroed. The hospital changed icp express box as well as the grey cable, which did not work. As a result the microsensor was changed.